Event description:
It was reported that this pacemaker exhibited t-wave oversensing and r-wave undersensing on the right ventricular (rv) channel. Additionally, technical services (ts) noted an increase in rv amplitude. Ts recommended troubleshooting options, and this pacemaker was successfully reprogrammed. The plan is to monitor for further oversensing issues. No adverse patient effects were reported. This pacemaker remains in service.